Event description:
It was reported to covidien on (B)(6)2009 that a customer had a problem with a urinary catheter. Customer reports after a surgical procedure, the catheter balloon did not deflate. The surgeon used scissors to try and deflate but it would not deflate. The surgeon then inserted a syringe and needle into the balloon port, and was able to aspirate. There was no injury to the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion, the results will be forwarded.